Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system had a sensor power supply error message during a procedure. There was no report of patient injury. A sorin group field service represantative was dispatched to the facility to investigate and was able to reproduce the reported error. Troubleshooting identified the dc/dc module to be the cause of the failure. The dc/dc module was replaced along with the ups module to resolve the battery test error. Subsequent functional tests found no further issues. The replaced parts were returned to sorin group (B)(4) for further investigation. Visual inspection was unable to identify any issues with the returned devices. Functional testing of the dc/dc module confirmed the reported issue. The 5vi voltage turned off by itself after 30 minutes of testing. A hardware analysis identified one of the dc/dc concerters to be faulty. The component was change and a test run of 48 hours was performed without any additional failures. The device was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system had a sensor power supply error message during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system had a sensor power supply error message during a procedure. There was no report of patient injury.